Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020 ultra surgical smoke evacuation pencil device was found during a non-surgical event on 16dec25 when it was reported ¿pin loose in package.¿. Further assessment questioning found that the device¿s electrode was loose in the package. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the plpul2020 ultra surgical smoke evacuation pencil device was found during a non-surgical event on (B)(6) 2025 when it was reported ¿pin loose in package.¿. Further assessment questioning found that the device¿s electrode was loose in the package. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An examination of the returned opened device plpul2020 found that the hexagonal pin that holds the electrode in place was broken inside the capture port. An electrode would not stay in place with this device. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame 6,379,793 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0000002. We will continue to monitor per regulatory requirements to help ensure patient safety.